Manufacturer narrative:
Complaint no: (B)(4). During follow up with the reporter, they stated that the patient was still hospitalized but was recovering from the event and pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis. The cause of the peritonitis was not reported. Treatment for the peritonitis event was not reported. Physioneal therapy was ongoing. The patient was not recovered from the peritonitis. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.